Event description:
It was reported that during the patient's implant procedure, the lead tails would not initially insert properly into the ipg header ports. In turn, the physician troubleshot the issue by inserting a port plug, and completed the procedure without any further complications.